Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0062640. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the above, no additional investigation and no CAPA is required at this time. (B)(4).

Event description:
It was reported that before use of the bd syringe 1.0ml 1/2in the product was crushed. This occurred three times. The following information was provided by the initial reporter: the product was crushed.